Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05064 and 2134265-2017-04910. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system version 1.3 was used in conjunction with a coronary imaging catheter and a pullback sled to view the lesion. During system start up, the physician attempted to switch on the system but noticed that ilab ultrasound imaging device would not start up. The imaging monitor and the touch screen control panel screens shutdown. Hence, when the ilab ultrasound imaging system was rebooted; by switching it on and off, the imaging monitor and the control panel restored its function. Moreover, during imaging, error 130 ( a high voltage (hv) monitor error) occurred. Thus, automatic pullback failed. No patient complications were reported.